Manufacturer narrative:
Correction to b5 based on additional information with clarification of reported event.

Event description:
It was initially reported by the field clinical specialist (fcs), that during a transfemoral ttvr procedure with a 26mm sapien 3 ultra valve, the valve appeared to be implanted in a dehiscent space next to the tricuspid ring. The patient was being treated for insufficiency of a tricuspid ring. The patient was stable, but insufficiency remained due to the failure of the ring and/or misplacement of the sapien 3 ultra valve. The patient will undergo open repair. Per report, the sapien 3 ultra valve was not placed where it was intended anatomically, and it is unclear if there was a dehiscence present before valve deployment, or if it was caused by the valve deployment. However, per additional information received, approximately 5 months later, the 26mm sapien 3 ultra valve was observed to not be within the tricuspid ring, but stable. The patient underwent another ttvr procedure with a 26mm sapien 3 ultra resilia valve. The 26mm sapien 3 ultra resilia valve was successfully implanted within the angioplasty ring next to the 26mm sapien 3 ultra valve.

Manufacturer narrative:
The complaint for interventional device interacting with pre-existing implantable device was unable to be confirmed as no relevant imagery/medical record was provided for evaluation. There was no allegation or indication of a device malfunction contributing to this reported event. A review of instructions for use/training materials revealed no deficiencies. It should be noted that the valve was implanted in pre-existing ring at the tricuspid position. Therefore, this was an off label case. As reported, 'the sapien 3 ultra valve was not placed where it was intended anatomically, and it is unclear if there was a dehiscence present before valve deployment, or if it was caused by the valve deployment'. In this case, there was no evident to support that the presence of dehiscence ring was before or after the valve deployment. However, per IFU, 'safety and effectiveness have not been established for patients with the following characteristics/comorbidities: pre-existing prosthetic ring in the tricuspid position'. Available information suggests that procedural factors (off label operation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The edwards sapien 3 ultra transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 ultra valve in the tricuspid is not indicated per the labeling. This investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral ttvr procedure with a 26mm sapien 3 ultra valve, the valve appeared to be implanted in a dehiscent space next to the tricuspid ring. The patient was being treated for insufficiency of a tricuspid ring. The patient was stable, but insufficiency remained due to the failure of the ring and/or misplacement of the sapien 3 ultra valve. The patient will undergo open repair. Per report, the sapien 3 ultra valve was not placed where it was intended anatomically, and it is unclear if there was a dehiscence present before valve deployment, or if it was caused by the valve deployment.